Event description:
The customer called to report the insulin pump turning off and on after being submerged in water. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronics.